Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will continue to use the device.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.11d. Retainer ring = black. On (B)(6) 2021 the customer reported a pump error 23. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting from the left belt clip rail, peeling keypad overlay, cracked middle (enter) keypad button. Unit passed displacement test; it failed self test because the vibrator failed to vibrate when it was supposed to. No unexpected pump error 23 was noted during testing. Thus software was utilized and uploaded trace/history files properly. Pump error 23 alarm confirmed in the history file [ aug 20, 2021 at 35:40, 1:23, 1:40, and 15:48]. The adapt tool was then used to look for any unusual pump errors which could possibly trigger a critical pump error. The adapt tool found the following pump errors: pump error 130 [ 10+ errors on aug 20, 2021]; pump error 53 (filenumber 2005, linenumber = 5632) [08/19/2021 @ 21:50, 21:57], pump error 63 (variableinfo = 3) [08/19/2021 @ 22:44]. The case was cut open. After visual inspection, there is corrosion on/around the following: battery board; pcba1--j7, j6. In summary, the customer¿s report of a pump error 23 was not confirmed during testing. The defective vibrator is due to the corrosion on the battery board, pump error 53 (filenumber 2005, linenumber = 5632) is due to a software problem, pump error 130 is due to a hardware error, and pump error 63 (variableinfo = 3) is due to a broken trace at u1 pin6 on the keypad assembly.